Manufacturer narrative:
B3 unknown. One device was received for evaluation. The event history log revealed error code 1872. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause is the faulty motor. The motor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 1872. There was no patient involvement, the event occurred during testing.